Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 54041be00 and complaint issue. The overall performance of the alinity I toxo igg reagent lot 54041be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. A review of the field data suggests that the performance is acceptable. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 54041be00.

Event description:
The customer observed false reactive alinity I toxo igg result for one patient which was inconsistent with the previous result. The sample was repeated and the result was nonreactive. The following data was provided: initial result = reactive. Repeat result = nonreactive. Previous result = nonreactive. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I toxo igg, list number 07p45-32, that has a similar product distributed in the us, list number 7p45-40 / 7p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg result for one patient which was inconsistent with the previous result. The sample was repeated and the result was nonreactive. The following data was provided: initial result = reactive. Repeat result = nonreactive. Previous result = nonreactive. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive. No impact to patient management was reported.